Event description:
Customer reports that the needle broke while closing a laparoscopic cholestectomy stab wound. Needle fragments were retrieved. There are no reported adverse patient consequences related to this event.